Event description:
Surgeon reports that pt complains of seeing light reflections. Sterile endophthalmitis was noted one month post operative. A vitrectomy was performed and pt was treated with intraocular antibiotics (date unk). Visual acuity was 20/20 on 10/20/1998. The lens remains implanted.